Event description:
It was reported that pain and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and an it was reported that a versacross connect laac access solution was selected for use. During procedure the physician ordered 10,000 units of heparin and the certified registered nurse anesthetist (crna) in training only administered 1,000 units to the patient. The physician crossed the septum with versacross connect with no issues and put the pigtail catheter into the appendage to get a contrast injection. When the physician pulled the pigtail catheter out, about 6 to 7 inches of the distal portion of the pigtail was covered in clot. An activated clotting time (act) was done and was 124 seconds. The physician let the was sheath bleed back for a couple of seconds and no clot was seen. The appendage was cleared for clot and no clot was seen. The physician inserted the device into the was sheath and made a flex ball in the appendage. Once in flex ball the physician administered the remaining dose of heparin to the patient through the was sheath and the second act came back at 262 seconds. The closure device met position, anchor, seal and size (pass) criteria and was released. The patient was extubated and mentally coherent when they woke up but experienced pain in the leg. The crna gave fentanyl to the patient and pain was resolved. The patient was discharged same day. The device is not expected to be returned for analysis (disposed). There was no malfunction with versacross reported. The physician stated the issue was a crna/heparin related. When the patient woke up, there were no neurological issues noted. No pain after the narcotic was given. A thromboembolism was also mentioned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Due to additional information, this follow-up two is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. However, due to media provided, the reported allegation of thrombus was confirmed. All other allegations cannot be confirmed based on the image of the thrombus alone. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to follow-up 1 MDR in block(s) init rptr also sent rep to FDA (e4), in section e initial reporter and report source (g2), in section g - manufacturing site.

Event description:
It was reported that pain and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a it was reported that a versacross connect laac access solution was selected for use. During procedure the physician ordered 10,000 units of heparin and the certified registered nurse anesthetist (crna) in training only administered 1,000 units to the patient. The physician crossed the septum with versacross connect with no issues and put the pigtail catheter into the appendage to get a contrast injection. When the physician pulled the pigtail catheter out, about 6 to 7 inches of the distal portion of the pigtail was covered in clot. An activated clotting time (act) was done and was 124 seconds. The physician let the was sheath bleed back for a couple of seconds and no clot was seen. The appendage was cleared for clot and no clot was seen. The physician inserted the device into the was sheath and made a flex ball in the appendage. Once in flex ball the physician administered the remaining dose of heparin to the patient through the was sheath and the second act came back at 262 seconds. The closure device met position, anchor, seal and size (pass) criteria and was released. The patient was extubated and mentally coherent when they woke up but experienced pain in the leg. The crna gave fentanyl to the patient and pain was resolved. The patient was discharged same day. The device is not expected to be returned for analysis (disposed) there was no malfunction with versacross reported. The physician stated the issue was a crna/heparin related. When the patient woke up, there were no neurological issues noted. No pain after the narcotic was given. A thromboembolism was also mentioned. It was further reported that no thrombus that embolized in the body was noted, no thromboembolism identified.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, due to media provided, the reported allegation of thrombus was confirmed. All other allegations cannot be confirmed based on the image of the thrombus alone. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pain and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a it was reported that a versacross connect laac access solution was selected for use. During procedure the physician ordered (B)(4) units of heparin and the certified registered nurse anesthetist (crna) in training only administered (B)(4) units to the patient. The physician crossed the septum with versacross connect with no issues and put the pigtail catheter into the appendage to get a contrast injection. When the physician pulled the pigtail catheter out, about 6 to 7 inches of the distal portion of the pigtail was covered in clot. An activated clotting time (act) was done and was 124 seconds. The physician let the was sheath bleed back for a couple of seconds and no clot was seen. The appendage was cleared for clot and no clot was seen. The physician inserted the device into the was sheath and made a flex ball in the appendage. Once in flex ball the physician administered the remaining dose of heparin to the patient through the was sheath and the second act came back at 262 seconds. The closure device met position, anchor, seal and size (pass) criteria and was released. The patient was extubated and mentally coherent when they woke up but experienced pain in the leg. The crna gave fentanyl to the patient and pain was resolved. The patient was discharged same day. The device is not expected to be returned for analysis (disposed) there was no malfunction with versacross reported. The physician stated the issue was a crna/heparin related. When the patient woke up, there were no neurological issues noted. No pain after the narcotic was given. A thromboembolism was also mentioned.